Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the cautery pencil is defective. The rubber layer has been peeled back which in turn allows this clear plastic piece to dislodge from the bovie tip and become a foreign body. The issue occurred during a spine case. The piece fell within the wound and was located before any patient harm occurred. Additional information was received indicating the incident device is an electrode. The electrode is not available for evaluation however a picture was provided.

Manufacturer narrative:
Evaluation summary: the device was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that this product was manufactured as non-sterile. Non-sterile product carries only a manufacturing date and not an expiration date. The returned product did not meet specification as received. The picture showed pencil and electrode. There was no visible damage to the pencil. The reported disengaged component was confirmed. No marks could be seen in the customer provided photo. The investigation identified the most probable root cause of the reported event to be the customer overheating the electrode causing the heat shrink to deform. Damage to the heat shrink can cause the insulator complete to disengage. The instructions for use (IFU) cautions: do not exceed maximum power limits as stated in instructions for use. Exceeding these power settings may result in patient injury or product damage. If information is provided in the future, a supplemental report will be issued.